Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a seroma. As a result, the patient's system was explanted on an unknown date. The seroma has since resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.